Event description:
It was reported that vulcan generator is throwing an audible alarm and reading return electrode fault on the screen. There was no smith and nephew back up device available. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed except for cosmetic scratches on lid and bezel. Functional evaluation revealed the rf generator failed the self-test on power up and audible alarm. Cause of s.t.o.p. Failure was a defective microprocessor ic on the cpu pcb. Unit passed functional testing after microprocessor ic was replaced with a known good ic. The complaint was confirmed and the root cause has been associated with an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.